Event description:
It was reported in a research article that compared the performance of absorb scaffolds and xience stents. The following may be related to each implanted device: mal-apposed struts, stent recoil, late lumen loss (obstruction/occlusion), and stenosis. The article is titled: "everolimus-eluting bioresorbable scaffold versus everolimus-eluting metallic stent in primary percutaneous coronary intervention of st-segment elevation myocardial infarction: a randomized controlled trial". Please see the article for more details.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The devices remain implanted and are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other devices and events are filed under separate medwatch report numbers. Article titled, "everolimus-eluting bioresorbable scaffold versus everolimus-eluting metallic stent in primary percutaneous coronary intervention of st-segment elevation myocardial infarction: a randomized controlled trial".

Manufacturer narrative:
The devices remain implanted and were not returned for analysis. A review of the electronic lot history records (elhr) and lot level similar incident reviews for this product were not performed because the part and lot numbers were not reported and the products were not returned for analysis. The investigation determined a conclusive cause for the reported patient-device incompatibilities (wall appositions and recoils) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.